Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was found to have high unstable thresholds with no capture at max output. The lead was turned off until lead revision. The lead was revised and removed. A new lead was implanted. No patient complications have been reported as a result of this event.